Manufacturer narrative:
(B)(4). The report of a damaged dilator body was confirmed through complaint investigation of the returned sample. The customer returned one dilator for analysis. No definite signs-of-use were observed. Visual analysis revealed that the dilator body contained a long continuous bend along the distal half of the dilator body. Microscopic examination did not reveal any white stress marks. The bend on the guide wire 50mm-65mm from the dilator hub. The dilator length measured 3 15/16", which was within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The bend on the guidewire and the dilator length were measured via calibrated ruler. The dilator inner diameter at the proximal end measured 1.0414mm via calibrated pin gauge, which was within the specification limits of 1.020mm-1.090mm per the dilator extrusion product drawing. The dilator outer diameter measured 3.44mm via calibrated caliper, which was within the specification limits of 3.34mm-3.50mm per the dilator extrusion product drawing. A lab inventory guide wire (0.032") was inserted through the returned dilator as per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". Little to no resistance was observed as the guide wire passed completely through the sample. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report that the defect was observed "during use" and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the physician found that the dilator was bent during the procedure. Another kit was opened to finish the procedure. There was no reported patient harm or consequence.

Event description:
It was reported that: the physician found that the dilator was bent during the procedure. Another kit was opened to finish the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).